Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During patient use, the autopulse platform (sn (B)(4)) displayed a user advisory "(ua)17" (max motor on time exceeded during active operation) error message. Patient's status information was requested but the customer did not provide a response.

Manufacturer narrative:
Correction h4, autopulse platform manufacturing date. The reported complaint of "the autopulse platform (sn (B)(6)) displayed a user advisory "(ua)17" (max motor on time exceeded during active operation) error message" was not confirmed during functional test and archive data review. User advisory 17 was not replicated during functional testing. The autopulse platform failed initial functional testing due to fault 16 displayed upon powering on, unrelated to the customer's reported complaint. The root cause of the fault code 16 was due to a seized brake gap, possibly resulting from humidity and due to user maintenance. A review of the autopulse platform archive revealed that daily checks were not performed regularly. During device inspection, signs of rust/corrosion was noted on the brake and drivetrain assembly. The customer is in tacoma, washington, a high humidity location. Daily device checks are required per the user manual to help prevent the gap from seizing. Also, storing the autopulse in a low-humidity location could reduce the likelihood of corrosive damage to the drivetrain motor and help prevent the brake gap from seizing. The rust/corrosion was removed by cleaning with isopropyl alcohol (ipa). During visual inspection, unrelated to the reported complaint, noted cracked on the front-end area of the front enclosure, likely due to mishandling such as a drop. The front enclosure was replaced to address this issue. The archive data review indicated there was no platform active operation recorded on/around the date the reported problem occurred. The most recent ua17 error message was recorded on dec 3, 2021. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error.